Event description:
Healthcare professional reported through regulatory agency "rupture and capsular contractures baker grade iii: breasts are hard and deformed, but without pain". This record is for the right side. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade iii. A review of the device history record has been completed. No deviations or non-conformances noted.